Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
Customer complains about a blood leakage at the top (head) of the dialyzer after the treatment was started. The blood loss was minimal. No pt harm and no medical intervention was needed.